Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a catheter. The customer states that after the foley catheter was in situ, it was not possible to empty the balloon. The patient had to get anesthesia so they could pop the balloon percutaneously. There was no patient injury.

Manufacturer narrative:
Please see the below for the investigation findings: one unit was returned to the manufacturing site for review. Initial examination found that the cuff was burst and the section of the molded y funnel that has the valve was cut off. The silicone foley catheter is a double lumen tube. The larger lumen is used to drain the urine from the patient and the smaller lumen is the inflation line. Based on the description by the customer the water in the inflation line could not be drained. During testing an empty syringe was placed into the inflation line and the opposite end of the catheter was placed in a beaker of water. The syringe was able to withdraw water through the inflation line. The syringe was then connected to the valve and the opposite end was placed in a beaker of water. The syringe was able to withdraw water through the valve. An occlusion could not be detected in the inflation line or in the valve. During manufacture of silicone foley catheters, units are 100% inspected by inflating with air to ensure the cuff does not leak and then the units are deflated to ensure the valve is functioning correctly. A potential root cause could be that the purpose of the smaller lumen is to allow inflation of the balloon, if for some clinical reason the lumen hole is blocked this could prevent drainage and would not allow the cuff to deflate. A device history record review could not be performed because a lot number could not be provided by the customer. Based on the above, no further action is required at this time. This complaint will be used for trending and tracking purposes.